Manufacturer narrative:
(B)(4). D10: item# unk biomet glenoid; lot# unknown. Item# 00430008200; lot# 61075407. Item# 00430205223; lot# 61523709. Item# 00430103401; lot# 61514171. H6: proposed component code - mechanical (g04) head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision approximately eight (8) years post-implantation due to dislocation. During the revision, the patient received a new bf glenoid and bf humeral head. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. An office note was provided and reviewed by a health care professional. Review of the available records identified the following: head exchange due to dislocation. Left shoulder revision hemiarthroplasty that was painful to a total shoulder arthroplasty. Radiographs were provided; however, were not submitted as they are undated. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.